Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support planned to provide a report to suppliers, as the pump was out of warranty. No further information was provided.